Event description:
It is reported that the customer had high blood glucose levels of 138.6 mg/dl. The mother of the customer reported that the infusion set of the insulin pump was not connecting properly. The mother of the customer also reports smelling insulin in the reservoir chamber of the insulin pump. The mother of the customer further reported no delivery alarms from the insulin pump. The customer has requested a full exchange of the remaining reservoirs in the customer's possession from the same lot. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.